Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder prompted an error 62 message which meant that the sd card contributed to the failure of the data retrieval. The patient had to extend hospitalization for another day because of the repeat procedure.